Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had to return to the office after hours and remove the capsule as the patient was experiencing an extreme amount of pain. The doctor had to retrieve the capsule. There was nothing unusual about the patient or the procedure itself and no repeat procedure was necessary. A lubricant was used to help facilitate the placement of the capsule. The customer no longer has the delivery device.